Manufacturer narrative:
DHR: we reviewed the DHR for this (B)(4) / patient ID# (B)(6) / site ID# (B)(4), qty. (B)(4) items assy-500011 (aligners) and (B)(4) items assy-500010 (templates) were packaged by the first shift by auto bag-and-box operation on july 30, 2025, in manufacturing supercell sc3, equipment pua-09. The sales order was inspected and met the acceptance criteria provided by qa. Return: we received the return of 2 aligners corresponding to sales order (B)(4). We inspected the returned aligners (u1 sn: (B)(6), and l1 sn: (B)(6)) for patient ID: (B)(6) and found no deformations or distortions in the device trays that could have caused the fit issue described in the reported event. The aligners meet the quality criteria specified in 0281-wi-aln-005-3 final quality control and aligner washing, visual defect detection. Failure mode - allergic reaction. Root cause - no defect. Conclusion code - no failure found.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a patient experienced an allergic reaction to the nontemplate aligner arch aligners. Their symptoms included a red, dry face; rash on chest and neck; swollen eyes; itching and redness around the mouth and jaw. Patient was instructed to stop wearing the aligners and to continue to use antihistamines.